Manufacturer narrative:
Unit received with software error alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify no delivery alarm due to software error alarm.

Event description:
It was reported that the insulin pump had no delivery alarm. Customer blood glucose level was unknown. The device will be returned for analysis.